Manufacturer narrative:
It was confirmed that stylus interaction was improper on the left portion of the display. The display overlay connection was re-seated and calibrated to a stylus. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a portion of the programmer screen did not respond to the stylus. An attempt was made to calibrate the stylus, but portions of the screen remained unresponsive. The programmer was returned for service. There was no patient involvement.